Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6), 2011.according to the complainant, during preparation when the physician attempted to stretch the device the obturator anchor pocket punctured. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.based upon the investigation results this is now deemed reportable.

Manufacturer narrative:
(B)(4):a visual examination of the device was performed and revealed the medicine port and feeding port were in the closed position. The external bolster was located at approximately the 11 cm mark and was without issue. The c-clamp was closed and located at approximately the 14.5 cm mark. The tubing had been cut at approximately 19.5cm and the y-port was inserted in the cut proximal end. The internal bolster was found to be detached and separated. Remnants of the internal bolster were found on the distal end of the tubing. Additionally the inner diameter of the internal bolster was found to be torn. The returned unit was not consistent with the complaint incident that the obturator bumper on the internal bolster was broken. Based upon the information in the event description it appears that the internal bolster tore off the tubing during preparation prior to insertion into the patient. Therefore, the most probable root cause is handling damage.a review of the device history record was performed for lot 14490021 and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 14490021.